Event description:
The customer reported that the system would lose the image inside a procedure when moving the high voltage cable. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep replaced the high voltage cable. The system was tested and found to be working as intended and put back in service.